Event description:
Date of event: best estimate is (B)(6) 2010. According to the information received, an end user reported a catheter with blocked eyelets. The end user reported that "there are no eyes in the ends of the catheters."

Manufacturer narrative:
Device was going to be sent by end-user, but it appears the device is not available at this time. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.